Event description:
It was reported to boston scientific that an advantage mid-uretheral sling was implanted; the sling placement went smooth and the pt was sent home. The following day the pt returned to the hosp, presented with severe abdominal pain. A general surgeon was called in and emergency surgery was performed. The physician unknowingly pierced the small bowel with the trocar during the procedure the day before. The general surgeon attempted to repair the small bowel perforation. The general surgeon noted severe small bowel adhesions and an abnormal bowel location. The adhesion was located high near the abdominal wall/top of the pubic bone. Additionally, the pt presented with a fracture of the public bone. Physician stated not sure if it happened during the surgery. The pt stayed overnight at the hosp and expired the next day. The physician believes the perforated bowel caused sepsis and necrotizing fasciitis and this is what caused the pt's death.